Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During third inflation at 6 atmospheres for 10 seconds, the balloon ruptured from a pinhole located at the shoulder. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.